Manufacturer narrative:
(B)(4). Evaluation summary: customer complaint of sizing issues could not be confirmed through visual observations. Xray demonstrated wireform intact and frame expanded. Suture holes were observed near all three black stitch markings on the sewing ring. (B)(4). The event is reported as a valve explant at implant. This is typically a result of inappropriate sizing, difficulty seating, valve displacement before or after frame expansion, or distortion of the valve during implantation and/or the patient¿s anatomy. Explants at implant are not typically related to a malfunction of the device. Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. In this case, the patient received a permanent pacemaker six days after implant of an intuity valve. This event is also likely related to the explanted valve 25mm valve and not the implanted 23mm valve that remained implanted as the surgeon alleged 25mm valve was too large. Based on the available information, the root cause of the event remains indeterminable but was likely due to patient and procedural factors. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27mm pericardial aortic valve was explanted at implant due to the valve being too large. It was noticed after the balloon was explanted. A second valve 25mm valve was implanted successfully. The patient also underwent a CABG x1. It was reported that the patient left the recovery ward in good condition. The patient received a permanent pacemaker implant on pod #6 due to severe sick sinus syndrome. He was discharged home in good condition with home health services. Surgeon's edwards intuity experience level: the surgeon is very experienced with over 25 implants.